Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The returned unit was evaluated. Visual inspection displayed normal wear rates for this product. This device is assembled so all articulating features contact a poly bearing surface. Unless one of the poly components was worn thru no metal on metal contact should be present when assembled correctly. It is unlikely that the metallosis was caused by oss distal femoral components considering there are no metal-on-metal articulation surfaces in the hinge mechanism. Origin and diagnosis of metallosis is unknown. There are no other complaints for the oss distal femoral components to date regarding metallosis.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised in 2009 due to an unknown reason implanting an orthopedic salvage system. Patient further underwent a poly swap and scar reduction on (B)(6) 2014. During the procedure, metallosis was noted. The tibial bearing, tibial and femoral bushings, locking pin, axle and yoke were removed and replaced.